Event description:
It was reported that within a few weeks of implant, the device displayed fluctuating battery voltages and left ventricular (lv) impedances. Additionally, the lv lead appeared to have intermittent capture and oversensing far field r waves (ffrw). The device was noted to be at elective replacement indicators (eri), and was explanted and replaced. During the replacement procedure, the lv lead was tested, and appeared to be functioning normally. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Std review: high resistance/impedances: one - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012, 21:00:13. Programmer s2d data file (B)(4) shows an alert event for "lvtip to lvring lead impedance 1026 ohms." On (B)(6) 2012, 21:00:13. Battery depletion indicated/eri: time of rrt in save to disk on (B)(6) 2012, device rrt <=2.6251 volt. Daily battery voltage trend data shows bat=2.548 to 1.749 volts between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -performance data was collected from the device and has been analyzed. Std review: high resistance/impedances: patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 21:00:13. Programmer s2d data file (B)(4) shows an alert event for "lvtip to lvring lead impedance 1026 ohms." On (B)(4) 2012 21:00:13. Battery depletion indicated/eri: time of rrt in save to disk on (B)(4) 2012 device rrt <=2.6251 volt. Daily battery voltage trend data shows bat=2.548 to 1.749 volts between (B)(4) 2012. The device was returned and analyzed. The excessive current drain was due to a defective transistor on the l303 integrated circuit.